Event description:
Rptr alleged blood glucose measured 278 mg/dl back to back with a result of 74 mg/dl when testing was performed 2 minutes apart on the compact sys. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement prod was sent. Compact sys: meter serial # gf00462846 with the compact test drum strip lot and exp date not provided.

Manufacturer narrative:
The suspect prod is the compact test drum.